Manufacturer narrative:
Device was returned for investigation. Based on the inspection of the retrieved m6-c, in conjunction with the limited clinical data, the condition of the device at the time of removal was unclear. Specifically, the sheath, fiber construct, and core were not submitted with the device and could not be inspected; however, there was no evidence of in vivo contact between the endplates. No lab results or radiographs were submitted with the device. Therefore, without further clinical or radiographic information, the mechanical condition of the device at the time of removal was unclear. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 39 line 12.75 - device explanted rmf 0003 rev 39 line 12.60. - device damaged/broken leading to surgical intervention with explantation.

Event description:
It was reported that there was a removal/revision case because the implant failed. The original case was on (B)(6) 2022. A plate and cage were used on the revision.

Event description:
It was reported that there was a removal/revision case because the implant failed. The original case was on (B)(6) 2022. A plate and cage were used on the revision.

Manufacturer narrative:
Additional information has been requested including the device return for investigation.